Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated receiving an alarm occlusion. Tandem technical support reviewed pump logs and was unable to confirm an occlusion alarm occurred. The customer stated had changed out the site. The customer's blood glucose level was 92 mg/dl for the reported event.